Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied external stress by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Bending section rubber was perforated. The light guide adhere had scratches and defects. The cable switch section was shorted. The light guide lens cover was missing. The ccd lens was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found the following. The metal tube of the bending section was protruded on the outer surface of the bending section rubber. There was a crack on the ultrasound probe. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.